Event description:
According to the report: during the interim progress report of our us clinical study, a re-admission and re-operation for bleeding complication was reported within the 30 day outcomes. The patient was readmitted emergently and reoperation was performed. A hematoma was found in the retroperitoneum and washed out. The flap closure was intact at the time and taken down to evacuate the hematoma. The flap was reclosed using a permanent tacker device. The patient was admitted overnight and sent home. As it is reported via a registry, specific patient details and/or site was not reported. Except that it is in the USA and it is the liquifix fix8 72014032 device.

Manufacturer narrative:
Patient details were not provided from the reporter. Information is limited as this is reported third party via a registry.